Event description:
The pt reportedly experiences intermittencies with his internal device. External equipment and programming changes have been made. However, the problem has not resolved. Surgery to explant the pt's device will be scheduled.